Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. On (B)(6) 2008 the patient underwent a mesh revision due to mesh erosion and recurrence of sui. On (B)(6) 2009 the patient underwent a mesh removal due to infected mesh.

Manufacturer narrative:
It was reported that prior to insertion the patient underwent a gore mycromesh plus on (B)(6) 2006 due to vaginal vault prolapse post hysterectomy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure and mesh was implanted concurrently with anterior colporrhaphy, removal of vaginal graft, destruction of vaginal lesions ¿ extensive, and cystoscopy. It was reported that following insertion patient experienced urgency and vaginal discharge.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, and mesh was implanted, concurrently with a mesh revision due to mesh erosion, recurrence of sui, and pop. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. On (B)(6) 2009, the patient underwent a mesh removal due to infected mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.